Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer reported a blood glucose reading of 292 mg/dl at the time of the call. The customer also stated that she has increased her level of activity by walking more. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.